Manufacturer narrative:
Since the original report was filed, the investigation into the reported hemolysis has concluded. The medical center in japan did not return the pump for benchtop hemolysis testing. The medical center did report that pump position was assessed and adjusted as well as volume/fluid delivered to treat the hemolysis, in this patient who had reported hypertrophy. The cause of the hemolysis was due to patient anatomy/condition. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center in japan has not returned any impella pump product for analysis and benchtop hemolysis testing. Should more details and clinical report be shared, that leads to a root cause, a final report will be filed.

Event description:
A patient was admitted to a medical center in (B)(6) suffering from an acute myocardial infarction. The team made the choice to give patient hemodynamic support by impella cp and ECMO. After just over 21 hours of support the team explanted the impella cp due to concerns of hemolysis. At explant they made the choice to place a balloon pump (iabp) instead of another impella.